Event description:
It was reported that the patient engaged in twiddler's syndrome. The lead exhibited intermittent capture, noise and undersensing due to dislodgement. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.